Event description:
Information received from the field does not address the patient's clinical status but notes that 2 hours after implant, the bipolar lead impedance was >1990 ohms. The system remains implanted in the unipolar configuration.